Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer¿s last visit was in (B)(6) of 2014, at that time the consumer had no urinary tract infection (uti). It was noted the consumer had a history of uti¿s prior to implant as well as hypotonic bladder and chronic kidney disease. It was later reported the consumer died but the cause of death was unknown by the healthcare provider¿s office. It was noted the consumer was in a long term care facility with extreme dementia issues and would often turn the device off. The hcp had no reason to believe the death would be related to the device or therapy as they never had any malfunction or allegations against the device or therapy while they treated the consumer.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient did not feel stimulation. It was unclear what the patient could feel as they had dementia and didn't communicate effectively. The patient was currently incontinent. The patient had urinary tract infections (utis) and currently was treating one with antibiotics. The patient's family member had spoken with the patient's managing health care provider (hcp) and they agreed since the patient wasn't able to provide feedback, they would just turn stimulation off. The patient seemed like they were uncomfortable sitting, so turning stimulation off may help this if it was the source of discomfort. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.